Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a lost sensor. Customer also reported that there was a large air bubble in reservoir. Customer's blood glucose was 362 mg/dl. Troubleshooting began, but customer was not able to complete troubleshooting and clearing air bubble due to being at work.